Manufacturer narrative:
(B)(4).

Event description:
It was reported that post generator change out, loss of capture, loss of sensing and noise was observed on the rv lead. Patient was reported to have atrial fibrillation (af) and complete heart block (chb). Programming changes were made. Patient returned to clinic with continued dizzy spells and inhibition on pacemaker was observed due to provocative moments and pocket manipulation. The lead was capped on (B)(6) 2016 and a new lead was implanted. Patient is stable.